Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was in hospitalized due to coma as well as hypoglycemia on (B)(6) 2018 with blood glucose level was 37 mg/dl at the time of incident and the current blood glucose level was 278 mg/dl. The customer was assisted with troubleshooting. The customer was treated with a glass of orange juice, a peanut butter sandwich, sugar and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated intravenous with saline because customer was dehydrated during hospitalization. Customer was alleging insulin pump was under delivering because it was the only logical reason customer go low blood glucose. Customer stated that the reservoir was showing more insulin than what was shown on the status screen. Customer stated that the reservoir showed over 100.0 unit and insulin pump status showed 4.18 unit. The device will be returned for analysis.